Event description:
Caller reportedly received the following results on the inform system with comfort curve strips within 10 minutes: 568 mg/dl and 178 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a lung resection procedure, excessive bleeding was noticed at the staple lines. The problem was noticed during closing of patient about forty minutes after deployment of staples. The bleeding required two hours to control and 16 units of blood were used. No other case information is available at this time. The patient recovered and was discharged on (B)(6)2010.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.